Event description:
It was reported that the patient presented to the emergency room with a low heart rate. The right ventricular (rv) lead was found to be dislodged. The patient had a previous lead repositioning due to the same dislodgement issue. Rv lead dislodgement was confirmed via chest x-ray. The rv lead was capped and replaced on (B)(6) 2025. The patient was recovering post-procedure.

Manufacturer narrative:
Further information was requested but not received.